Manufacturer narrative:
Date of event: only the year (2020) of the event date is known. (B)(6).

Event description:
It was reported that while using a cadd solis pump (part number 21-2111-0300-09) with a cadd cassette reservoir (250 ml cassette) medical fluid (a narcotic) was leaking from the connection point of the tubing and the cassette connector. The faulty product was discarded. No patient injury or complications were reported in relation to this event.